Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision to a thicker insert component reported was likely the result of ligament laxity and instability due to the pt's fall.

Event description:
Pt fell. Ligaments became too lax and required revision to a thicker insert. This event occurred outside of the us, in (B)(4), and was discovered as part of active surveillance.